Event description:
(B)(4) dealer states motor is leaking grease and klunking loud every rotation. Motors were replaced on (B)(4) just couple months out of warranty. Ok per (B)(4) to replace under warranty.